Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with a blood glucose of 668 mg/dl. The customer was treated with manual injection and IV drip. The customer was wearing the insulin pump during the hospitalization. The customer also mentioned that he had dropped the insulin pump and the drive support cap was sticking out. The screen was cracked as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Visual inspection shows that damage to the lcd window are scratches and not cracks. The drive support disk was inspected and no damage or anomaly noted. Device received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.